Event description:
It was reported the patient experienced a drop in her blood glucose level to 32mg/dl, and upon review of the controller it was noted that a 50 unit bolus dose of insulin was delivered. Reportedly the patient consumed approximately 400g of carbohydrates to increase her blood sugar level, medical intervention was not required.

Manufacturer narrative:
The device logs have been retrieved and are pending review. Upon review a follow up report will be submitted. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the controller delivered 50u of insulin unprogrammed. Inspection of the android log files did not find a bolus of 50u delivered by the system. The maximum bolus size allowed by the system is 30u. Inspection of the log files found evidence of interaction to program, confirm, and deliver all boluses on the date of occurrence. The logs showed carb values entered for every bolus on the date of occurrence, being entered one digit at a time as the bolus calculator calculated a suggestion for each digit entered as expected. The logs show the use cgm option used for the delivery of one bolus with egvs being missing for the other boluses. No evidence of an unprogrammed bolus was observed in the android log files. During the physical investigation of the returned controller, the controller was able to pair with an unused pod, which paired with a cgm emulator, and commanded a 5u bolus, was able to receive cgm values, switch mode, and deactivate the pod with no issues. No instances of the controller delivering a bolus or performing actions without input were observed. No evidence of issues that would result in an uncommanded bolus were observed.